Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-165220, liner, lot # unk, item # hip-unknown-stems-unk, unk stem, lot # unk, item # hip-unknown-cups-unk, unk cup, lot # unk. (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02142, 0001825034-2018-02143.

Event description:
It was reported that a patient underwent a left hip revision surgery approximately one month post implantation due to dislocation, pain, and loosening. When the patient dislocated the components disassembled. It is unknown whether the components dislocated prior to the patient physically dislocating. Also, it is unknown whether the components were properly assembled during the initial surgery. Attempts have been made and no further information has been provided.